Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that mosaiq recorded the correct mu but incorrectly recorded 0 gy for the dose.  The user corrected the dose. Elekta have been unable to reproduce the problem.  The user has not seen the same issue re-occur and elekta believe this to be a one off-incident.  If this issue were to recur it could potentially lead to serious mistreatment if the treatment required a high dose but the number of fractions required were small.

Event description:
The customer reported that mu's were delivered but the dose was not recorded.